Event description:
It was reported that the pulse generator exhibited undersensing. The device was reprogrammed. The patient was in stable condition following programming changes.

Manufacturer narrative:
(B)(4).